Event description:
The implant failed due to pt bone condition. The implant was removed after one month.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health information about pt.